Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during surgery, the tip of the unit came off and fell into the patient. It was further reported that the tip was removed without complication.